Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer called and stated that their infant child grabbed the vaporizer while it was in operation. The child received medical treatment at a hospital for a third degree burns on her fingers, and she also required follow up care for these injuries. The instructions for proper use have very clear warnings that state, "warning: keep out of the reach of children, especially crawling infants and toddlers steam can cause burns", and "warning: keep out of reach of children. We recognize that many of our customers use vaporizers in homes with young children. Carefully supervise your children when the vaporizer is operating, especially crawling infants and toddlers. For children who can understand, please be sure to take the time to instruct them that the vaporizer is not a toy... It is a device that produces hot steam and could cause severe burns and injuries if they do not stay away from it." Kaz USA, inc. Has requested that the product be returned for testing, but it has not yet been received.

Event description:
A consumer called and stated that their infant child grabbed the vaporizer while it was in operation. The child received medical treatment at a hospital for a third degree burns on her fingers, and she also required follow up care for these injuries. The instructions for proper use have very clear warnings that state, "warning: keep out of the reach of children, especially crawling infants and toddlers steam can cause burns", and "warning: keep out of reach of children. We recognize that many of our customers use vaporizers in homes with young children. Carefully supervise your children when the vaporizer is operating, especially crawling infants and toddlers. For children who can understand, please be sure to take the time to instruct them that the vaporizer is not a toy. It is a device that produces hot steam and could cause severe burns and injuries if they do not stay away from it."